Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "change in size of implant," "suspects leaking or rupture," patient "has textured mammary implants" and "wishes to have the implants removed." The device has been explanted.

Manufacturer narrative:
Device evaluation:anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Rupture: : not observed in the device. Additional observations: crease flat observed on the device. Yellow particle observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "change in size of implant," "suspects leaking or rupture," patient "has textured mammary implants" and "wishes to have the implants removed." The device has been explanted.